Event description:
It was reported that during a laparotomy - ileocaecal resection, hysterectomy bso and omentectomy procedure the surgeon used the stapler to form a side-by-side anastomosis on the patients bowel. A blue reload was used and at the time of firing the staple line seemed complete and no additional force was used to fire the instrument and no unusual sounds were heard. The top of the anastomosis was closed using an additional blue reload. Unfortunately the patient became unwell and was brought back to theatre. Upon inspection it appeared that the side-by-side staple line had failed. The patient went back to the ward with no need for concern re the staple line. Indication for surgery was cancer. Patient is doing well. Device has been discarded.

Manufacturer narrative:
(B)(4). Information unavailable.